Event description:
No blood glucose levels reported. It was reported that some of the buttons of the insulin pump were stuck causing the customer to have high blood glucose levels. It was also reported that there was condensation inside the screen of the insulin pump. The customer also reported having to frequently change the battery of the insulin pump. The customer also reported no delivery alarms from the insulin pump. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.